Event description:
It was reported that after implant, while the patient was still in the recovery unit, the atrial lead was not capturing or sensing. A lead revision was planned for the same day. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076 implantable pacing lead 2013-(B)(6), addr01 implantable pulse generator 2013-(B)(6). (B)(4).